Manufacturer narrative:
H3, h6: two 72202468 fast-fix 360 curved needle delivery system devices used for treatment, were returned for evaluation. These two were returned together in one box. Two complaint numbers were identified but unfortunately they shared a bag. There were stickers attached to the bag indicating two lot numbers and complaint numbers but the devices were not identified with marking such as individual complaint numbers or #1, #2. They will be evaluated together. The results will be shared. Inadvertent twisting or over flexing of the needle track may encourage unintended release or retaining of anchors. Neither device had t1, t2 or suture returned. Both devices have symptoms of needles being manipulated. One was bent downward and the actuator jammed inside the track. The other had the delivery curve flattened. Neither device cycled or actuated due to damage. The condition of the devices indicate flexing and twisting were factors. Per instruction for use: ¿do not push the deployment slider until the needle is fully penetrated through the meniscus. Do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed.¿ inadvertent twisting or over flexing of the needle track may encourage unintended release or retaining of anchors. Complaint history review indicated no similar allegations for the lot numbers reported. DHR/batch/lot review did not indicate a condition or product/procedure failure that supported the allegations. No root cause related to the manufacture of the devices was confirmed. No further investigation is warranted at this time. This MDR is related with the MDR report number 1219602-2019-01513

Manufacturer narrative:
(B)(6).

Event description:
It was reported that during an acl reconstruction procedure, after t1 was deployed, the t2 of the fast-fix 360 would not deploy when the knob was depressed. It is unknown if t1 was removed from the patient. The procedure was successfully completed without significant delay using a back-up device. No patient injury or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.